Manufacturer narrative:
Conclusion code no longer applies.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the actions taken as a result of the event included making an adjustment during the consultation.

Event description:
It was reported the stimulator stopped. The device was restarted and the event was considered resolved. The event was related to the device but was not noted as serious.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).